Manufacturer narrative:
(B)(4). The lot was manufactured from 09/26/2012 to 09/27/2012. The device was received and is currently in the process of being evaluated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor experienced no flow. This occurred during patient infusion of an unknown drug. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: a visual inspection and functional test were performed. No flow issues or nonconformances were identified. The reported condition was not confirmed. Should additional relevant information become available, a supplemental report will be submitted.